Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.

Event description:
It was reported that the lead was attempted but not used during the implant procedure. The helix of the lead did not extend smoothly and the physician encountered placement difficulty. The lead was removed and replaced. No patient complications have been reported as a result of this event.